Event description:
The customer reported that insulin leaked and he was not receiving the correct amount of insulin. Also, he mentioned that his blood glucose readings were different from his sensors. The blood glucose was 325mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.